Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer had encountered an error and they had to swap the surgeon side cart (ssc) with another ssc from another system. At the time of the call, intuitive surgical, inc. (Isi) technical support engineer (tse) noted no errors in the logs. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went on site and changed the surgeon switch panel - left (sspl) ergo switches with no resolution. The fse reseated the connection on the back of dual motor drive (dmd) board backplane, then, the high-resolution stereo viewer (hrsv) started moving up and down fine. No parts were required. The system was tested and verified as ready for use. There was no image or video clip submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse). Investigation revealed no related errors to the reported issue. A review of the procedure logs confirm system sk4250 was used on (B)(6) 2022 for a nephrectomy procedure. This complaint is considered a reportable malfunction due to the following conclusion: the customer converted to another da vinci system after the start of the procedure due to an encountered error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6, and h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 09-sep-2022: the customer indicated that there were no records kept of incidents reported involving the robot and that there have not been any incidents of patient harm/injury resulting from conversion to another console. No further information was available.